Manufacturer narrative:
Event date: exact date unknown, event occurred a year and a half based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would no longer hold its charge. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted and patient was doing well post-operatively. The explanted device will not be returned per hospital policy.